Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pain ("body aches") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea / painful periods"), the first episode of dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), the second episode of dyspareunia ("pain after intercourse") and allergy to metals ("possible nickel allergy / she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"). The patient was treated with oral contraceptive nos and surgery (removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, migraine, alopecia, pain, headache, the last episode of dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, migraine, pain, pelvic pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable findings. Hysterosalpingogram - on (B)(6) 2013: no free spillage of contrast in peritoneal cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia. Before essure, plaintiff's menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient experienced pain ("body aches") and headache ("headaches"). On (B)(6) 2017, the patient experienced painful intercourse ("dyspareunia"). On (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis") and fallopian tube cyst ("multiple paratubal cysts in both fallopian tubes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea / painful periods"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), post coital pain ("pain after intercourse"), allergy to metals ("possible nickel allergy / she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos and surgery (removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, painful intercourse, fatigue, migraine, alopecia, pain, headache, post coital pain, allergy to metals, cervicitis and fallopian tube cyst had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cervicitis, dysmenorrhoea, fallopian tube cyst, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pain, painful intercourse, pelvic pain and post coital pain to be related to essure. The reporter commented: plaintiff was prescribed oral contraceptive pills to control the pain. Removal date discrepancy= (B)(6) 2017 (total salphingectomy with removal of both essure coils), (B)(6) 2017 (surgical intervention to remove the essure coils). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: unremarkable findings. Hysterosalpingogram - on (B)(6) 2013: results: no free spillage of contrast in peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia. Before essure, plaintiff's menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient experienced pain ("body aches") and headache ("headaches"). On (B)(6) 2017, the patient experienced painful intercourse ("dyspareunia"). On (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis") and fallopian tube cyst ("multiple paratubal cysts in both fallopian tubes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea / painful periods"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), post coital pain ("pain after intercourse"), allergy to metals ("possible nickel allergy / she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with oral contraceptive nos and surgery (removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, painful intercourse, fatigue, migraine, alopecia, pain, headache, post coital pain, allergy to metals, cervicitis and fallopian tube cyst had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cervicitis, dysmenorrhoea, fallopian tube cyst, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pain, painful intercourse, pelvic pain and post coital pain to be related to essure. The reporter commented: plaintiff was prescribed oral contraceptive pills to control the pain. Removal date discrepancy= (B)(6) 2017 (total salpingectomy with removal of both essure coils), (B)(6) 2017 (surgical intervention to remove the essure coils) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: unremarkable findings. Hysterosalpingogram - on (B)(6) 2013: results: no free spillage of contrast in peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : new event hypersensitivity symptom , autoimmune disorder nos and abnormal genital bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia. Before essure, plaintiff's menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pain ("body aches") and headache ("headaches"). On (B)(6) 2017, the patient experienced the first episode of dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis") and fallopian tube cyst ("multiple paratubal cysts in both fallopian tubes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea / painful periods"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), the second episode of dyspareunia ("pain after intercourse") and allergy to metals ("possible nickel allergy / she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"). The patient was treated with oral contraceptive nos and surgery (removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, migraine, alopecia, pain, headache, the last episode of dyspareunia, allergy to metals, cervicitis and fallopian tube cyst had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dysmenorrhoea, fallopian tube cyst, fatigue, headache, migraine, pain, pelvic pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff was prescribed oral contraceptive pills to control the pain. Removal date discrepancy: (B)(6) 2017 (total salpingectomy with removal of both essure coils), (B)(6) 2017 (surgical intervention to remove the essure coils). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: unremarkable findings. Hysterosalpingogram - on (B)(6) 2013: no free spillage of contrast in peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-oct-2018: legal complaint received: new events, "cervicitis, fallopian tube cyst" were added. Outcome of all events were updated to "recovered/resolved". Onset dates were added and updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.